Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated and there was no magnet response.